Event description:
It was reported that the sensor deployed on its own. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).